Event description:
The following information was provided: patient reported - this incident happened from a on (B)(6) 2024 pt had a hip replacement done and the trial size femoral head was left behind. Pt had another surgery on (B)(6) 2025 to remove the foreign object. Pt spoken with the attorneys for the surgeon and the hospital and both have indicated stryker representatives were present during the surgery and had responsibility for inventory.